Event description:
Had to go back to the hospital to get this product out [arthrocentesis] synovitis [synovitis]. Case narrative: initial information received on 06-dec-2022 from canada regarding an unsolicited valid social media serious case received from the patient. This case involves an unknown age and unknown gender patient who had to go back to the hospital to get this product out and had synovitis after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received synvisc injection (lot, expiry date, strength, dose, route, frequency and indication - unknown). Information on batch number was requested. On an unknown date, after an unknown latency, the patient had to go back to the hospital to get this product out (aspiration joint, assessed as medically significant), and had (synovitis). The patient was done with synvisc and would only just cortisone now. It was unknown if there were lab data/results available. Action taken: unknown for both the events. Corrective treatment: not reported. Outcome: unknown for both the events. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Manufacturer narrative:
Sanofi company comment dated 09-dec-2022: this case involves an unknown age and unknown gender patient who had to go back to the hospital to get this product out and had synovitis after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.

Event description:
Had to go back to the hospital to get this product out [arthrocentesis] synovitis [synovitis] . Case narrative: initial information received on 06-dec-2022 from canada regarding an unsolicited valid social media serious case received from the patient. This case involves an unknown age and unknown gender patient who had to go back to the hospital to get this product out and had synovitis after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received synvisc injection (lot, expiry date, dose, route, frequency and indication - unknown, strength: 16 mg/2 ml). Information on batch number was requested. On an unknown date, after an unknown latency, the patient had to go back to the hospital to get this product out (aspiration joint, assessed as medically significant), and had (synovitis). The patient was done with synvisc and would only just cortisone now. It was unknown if there were lab data/results available. Action taken: unknown for both the events. Corrective treatment: not reported. Outcome: unknown for both the events. A product technical complaint was initiated on 06-dec-2022 for synvisc (batch number: unknown) with global ptc number: (B)(4). Based on the complaint from intake team, there is no quality related defect that would pose as a malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. " defect class has been updated to ii. (Dp09dec22) the product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to determine if a CAPA (corrective and preventive action is required. (Tj 26dec2022). The final investigation was completed on 04-jan-2023 with summarized conclusion as no assessment possible. Additional information was received on 04-jan-2023 from other health care professional. Ptc results and strength was added. Text amended accordingly.